Event description:
It was reported via a call from the cardiac intensive care unit rn to the clinical support specialist (css) on (B)(6) 2014 at 1618 (B)(6) that the rn was calling because they were getting low he (helium) tank pressure alarms. They have changed the tank three times and continue to get the same alarms. The css verified the actual alarm message as low he tank pressure (not he loss). There was no display in the tank gauge red or blue. The css had them check the valve on top of the tank. During the conversation they were already switching the iap-0400 out. The second pump worked without issue. At 1723 the css called the rn back. The patient had stabilized and was supported on the pump. The rn felt there was a 5 minute or less delay in therapy, as this process started prior to the intra-aortic balloon (iab) being inserted through the sheath via femoral without issue. There have been no other alarms and the pump is achieving the goals of therapy. The rn thought that the valve on top of the tank was open, but is not 100 percent sure. The other pump was tagged to go to biomed to be checked. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is the patient is currently being supported on intra-aortic balloon pump (iabp) therapy as planned successfully. Additional information received on (B)(4) 2014 per field service report. Symptom: low helium alarm. The pump was sent to biomed. Findings/action taken: biomed replaced helium washer and reinserted helium tank. A pressure test and leak test were performed. The console was returned to service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.